Event description:
It was reported that the white tip of the device broke off in the shoulder. The doctor was able to retrieve the tip which delayed surgery by 1 min.

Manufacturer narrative:
Additional info will be provided once investigation is completed.